Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon bursted before it reached the nominal rate. The device was withdrew from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was fine. It was further reported that the lesion was 100% stenosed and was mildy tortuous and moderately calcified. The balloon was inflated once and it ruptured at 6 atmospheres; and the device was completely removed from the patient's body.

Manufacturer narrative:
Date of event, initial reporter first name, initial reporter last name and initial reporter phone updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon bursted before it reached the nominal rate. The device was withdrew from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was fine.